Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker had entered safety mode. It was noted that the patient was not pacer dependent, but review of pacing percentages revealed 44 percent atrial pacing and 99 percent ventricular pacing prior to the device entering safety mode. Additionally, a longevity estimate from april 2023 calculated 1.5 years remained on the battery at that time. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this pacemaker had entered safety mode. It was noted that the patient was not pacer dependent, but review of pacing percentages revealed 44 percent atrial pacing and 99 percent ventricular pacing prior to the device entering safety mode. Additionally, a longevity estimate from april 2023 calculated 1.5 years remained on the battery at that time. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.